Event description:
It was reported the patients blood glucose level rose to 14 mmol/l (252 mg/dl). The pod reportedly alarmed while worn on the hip/buttocks for between 24 and 36 hours.

Manufacturer narrative:
The device was received fully deployed. The download data found an 0x10 alarm, but no timeouts or drive stalls were observed in the data. Based on investigation, no issues were noted and the exact cause of the 0x10 alarm could not be determined. The drive mechanism, needle mechanism were inspected and no damages or deficiencies were found. The shelf mode was measured and found to be within specification. During initial inspection, the exposed portion of the soft cannula was found to be torn. The tear in the cannula caused fluid to leak out of the tear, therefore fluid did not exit the fluid path as intended. Although damage was found, the exit cause and timing of the damage cannot be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.